Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported output anomaly was present at surgical procedure but no alert was confirmed after firmware download. The device was tested on bench and automated test equipment and all device functions were normal. It was believed the output circuit damage was due to electrocautery.

Event description:
It was reported that during a post opt check, an alert for a possible output circuit damage on the device was detected. It is believed the output circuit damage alert was caused by cautery. The device was explanted.